Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a school nurse contacted us because the patient¿s glucose had remained high since arrival despite a recent infusion supply change at home, with a fingerstick of 304 mg/dl, a g7 reading of 384 mg/dl, and trace ketones; the nurse was advised that the set should be changed if levels remained high and to contact the parents. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or injury. Investigation included internal complaint intake and troubleshooting guidance to change the infusion set when persistent hyperglycemia occurs. Investigation of this case revealed no confirmed device malfunction and suggested possible infusion set or site issue as a potential cause of persistent hyperglycemia, though the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear.